Manufacturer narrative:
Additional information has been provided in d9 including device available for evaluation, device returned to manufacturer and date device returned to manufacturer. Corrected information has been provided in h3 to reflect the device was evaluated manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the report controller failure was due to a power management circuit board component failure.

Manufacturer narrative:
E1 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller showed "failure system, please switch to back up controller". There was no patient involved.